Event description:
Customer reportedly obtained a result of 312 mg/dl and retested "right away", obtaining a result of 112 mg/dl within 10 minutes. Both results obtained on the aviva system. No action taken on device results. No adverse event reported. Requested return of suspect system and replacement sent.